Event description:
Customer reported that they were changing the reservoir and the insulin pump froze. Customer replaced the batteries and received a battery out limit alarm. Customer stated that the buttons on the insulin pump were not working during priming. Customer also stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 186 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. Unable to test for battery out limit due to the unresponsive buttons. The device powered up and displayed the version properly. No display anomaly noted. Used a test keypad, and the unit responded to button presses and the time advanced properly. No frozen screen noted. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.